Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was lamp failure due to the use of a lamp not recommended for use with the subject device. As stated in the instructions for use, the recommended lamp for use is the "xenon lamp, model maj-1817."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided in the previous report. The following sections were updated and/or corrected: g3, g6, h2, h6, and h10. Within the first supplemental report, the likely root cause of the lamp failure was identified as the use of a lamp not recommended for use with the subject device. However, the main lamp was an olympus lamp. As a result of the legal manufacturer's re-investigation, deterioration of the main lamp is likely to be the cause. The main lamp was used for about 300 hours. Although an olympus xenon lamp (maj-1817) can last up to 500 hours, this lamp ended its life before 500 hours due to an uneven application of heat compound, or use of a higher light intensity, which exceeded the original assumption.

Manufacturer narrative:
Upon follow up with the user facility, it was reported that the problem was resolved; no additional information was provided. The reported problem could not be confirmed by olympus and a cause could not be determined.

Event description:
A user facility reported to olympus that the main lamp turned off and the spare lamp ignited. There was no patient injury, associated with the problem, reported to olympus.